Manufacturer narrative:
(B)(4). The customer reported trouble in acquiring v leads when performing 12 lead ECG. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported trouble in acquiring v leads when performing 12 lead ECG. There was no reported adverse patient impact.